Manufacturer narrative:
Product analysis: analysis was able to confirm that three control knobs were broken and that the upper and lower case were broken. Analysis also noted that the bail cover and attachment and ring cover and attachment were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three control knobs on the external pulse generator (epg) were broken. It was noted that the upper case and inside of the lower case were also broken. The epg was returned for service. There was no patient involvement.